Manufacturer narrative:
Failure event observed during analysis. Final analysis revealed there was burn damage in the battery compartment. No batteries were received with the unit and internal visual inspection revealed no burn damage to the internal pcbas.

Event description:
This report is to advise of an event observed during analysis.